Event description:
It was reported that during testing, the cs300 intra-aortic balloon pump (iabp) unit had an auto purge failure. There was no patient involvement.

Manufacturer narrative:
A getinge representative was not dispatched to evaluate the device because the customer spoke on the phone reported that they had got this message during a test. The customer told getinge representative that it was because the balloon wasn't inserted correctly, the customer reported that it was ok.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an auto purge failure. There was no patient involvement.